Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.3 inr. Qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. No product has been returned. No information was provided in the complaint case that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). Customer stated they received error 8 prior to their two successful tests. Error 8 can be caused by low batteries. At 11:50 a.m. The result from the meter was 3.1 inr. At 12:04 p.m. The result from the meter was 2.3 inr. The customer's therapeutic range is 2.0-3.0 inr.